Event description:
Device #1 of 2; reference MFR. Report: 1627487-2014-26008. It was reported, the patient was experiencing an elevated temperature with malaise. During the surgical procedure to remove the leads the physician saw signs of infection and prescribed antibiotics. Cultures of the lead site were planned. It is unknown if the patient has been hospitalized.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26008 follow up information identified the patient has completed antibiotics and the infection has resolved.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.